Manufacturer narrative:
(B)(4).

Event description:
It was reported that the right atrial lead exhibited loss of capture. On (B)(6) 2016 the lead was repositioned successfully. The patient was fine post procedure.